Event description:
It was reported to physio-control that the customer's device had a service wrench icon in the readiness display. The device would not power up completely, gave no display and would power off again after approximately 2 seconds. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device's digital pcb assembly caused an excessive off current. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u6 on the digital pcb assembly. This ic chip, designator u6 caused an excessive current to be drawn and caused the device not to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.